Manufacturer narrative:
Concomitant medical products: product ID 429888, lead implanted: (B)(6) 2015, product ID dtba1q1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to septicemia infection. No further patient complications have been reported as a result of this event.